Manufacturer narrative:
Additional information: section a4: 180 pounds. Section a5: not hispanic/latino; white. Section b3: (B)(6) 2024. It was reported that technician performed an evaluation of the handpiece and did not have any unusual findings. After the evaluation the handpiece was put back in to circulation. There is nothing written on the evaluation form received back from the technician indicating the lot number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a corneal burn that occurred on patient's right eye. A stitch was required and the patient outcome was favorable. No additional information was provided. This report is for the ellips fx handpiece. A separate report is being submitted for the veritas system and for the tip.